Manufacturer narrative:
A review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. One flexor ansel guiding sheath was returned for investigation. The sheath was returned with 0.038" dilator partially inserted through the separated portions of the sheath. The sheath tubing is separated with exposed coil wire connecting the segments. Fraying was present at the separation site. The sheath separated at 41.0 cm from the proximal end. The two separate pieces are connected by coil wire only, which measures 5.4 cm. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. However, according to the information provided, patients anatomy was calcified. The anatomical factor can increase the forces to which the device is subjected during use, thereby increasing the chances that the device can be damaged during use. It is likely that the patient's condition contributed to the failure mode of material separation. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a peripheral angioplasty with a flexor ansel guiding sheath, the sheath separated during passage. On two separate 5x90 cook sheaths physically separated during passage while using the cook angled glide. A third 5x90 cook sheath was opened and another manufacturer's glide wire was passed without trouble, the sheath did not separate or stick to the wire. It was reported that the end users started getting access in the right groin with another manufacturer's device. The end users report using non latex, non powdered gloves. Once they got access, they advanced the cook uniglide 260cm angled stiff wire up and over. The tech reported they then flushed the wire, dipped the tip of the wire in saline, and wet the wire with wet gauze to activate the hydrophilic coating. They then opened the 5x90 ansel sheath and flushed all components. It was noticed that the end of the dilator wasn't completely opened at the tip, so the physician snipped the tip of the dilator. The physician began advancing the sheath on the uniglide. The tech held the end of the wire while the physician advanced the sheath near the access site. The physician then met resistance, the sheath was not advancing and then the hub of the sheath broke off (MDR# 1820334-2017-00816). It was reported the sheath was inserted about half way. They removed the sheath, wiped down the wire and inserted a new 5x90 ansel sheath. Approximately half inserted, the sheath separated (MDR#1820334-2017-00814). None of the separation occurred in the patient's body so the physician was able to get hold of the sheath and safely remove it. They opened a new 5x90 ansel sheath and inserted it approximately to the iliac's. He then removed the uniglide and inserted another manufacturer's hydrophilic wire. They said they had no further issues from that point on and the case was completed successfully. The patient experienced extended moderate sedation due to the length of the procedure. Patient was a (B)(6) year old male with calcified anatomy. There was no harm or adverse effects to the patient reported due to this occurrence. The following are related as all of these devices were used in the same procedure: